Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of atrial perforation, resulting in pericardial effusion, appears to be related to procedural conditions, and likely due to the clip contacting the left atrial wall. In addition, the reported patient death was due to procedural circumstances unrelated to the mitraclip device, as the insertion of the venous cannula of the ECMO machine caused a rupture in the vena cave; as a result, the patient had serious abdominal bleeding and died. The reported patient effects of cardiac perforation (atrial perforation), pericardial effusion, and death, as listed in the mitraclip system instructions for use are known possible complication associated with mitraclip procedures. This event was reviewed by an abbott vascular senior medical advisor. The reviewer noted that in this case, injury of the atrial wall may have been caused by the tip of the clip during navigation under unfavorable imaging conditions. The reviewer continued that the cause of death appears to be caval vein rupture which was a complication of extracorporeal membrane oxygenation (ECMO); therefore, the reviewer determined that the patient death is not related to the mitraclip device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed on the second clip delivery system for the patient death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing the mr to 2-3. A second clip delivery system (cds) was inserted to be placed lateral to the first clip. The m/l knob was turned in the medial m-direction, and the device moved as expected, but the clip was not visible on the echocardiogram at all times. The patient became hemodynamically unstable and pericardial effusion was noted on the echocardiogram. Manual chest compressions were performed and the patient was prepared for open heart surgery. A one cm tear on the lateral wall of the left atrium was noted and was thought to be caused by the second clip when m knob was applied. The tear was surgically repaired. After the venous cannula of the extracorporeal membrane oxygenation (ECMO) machine was inserted, a rupture of the vena cava and serious abdominal bleeding was noted. The vena cava rupture was unable to be repaired and the patient expired. No additional information was provided.